Event description:
It was reported that during a coronary stent procedure, the physician initially experienced difficulty advancing on the wire. They were able to advance with some difficulty and deploy the stent. The stent appeared to be fully deployed; however, they experienced removal difficulties of the delivery device. The delivery device was removed and it was noted that the stent had moved back into the aorta. Pt went to surgery. Pt status is listed as "stable".